Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is experiencing high blood glucose levels due to an infection and the flu. Customer is currently on antibiotics to treat the infection. Customer reported an issue with the insulin inside the reservoir. Customer was advised to remove the reservoir from the insulin pump to check the insulin inside the reservoir. Customer stated that the insulin looks like glue in part of the vial. Customer stated that she felt weak and reported a blood glucose level of 2.8 mmol/l at the time of the incident. Customer's blood glucose at the time of calling was 15.6 mmol/l. Customer reported air bubbles in the reservoir. However, customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Replacement product is being sent.